Event description:
It was reported that during a vats lobectomy procedure, after firing, the tissue was found cut but staple not formed or not formed properly. Rapid bleeding occurred that the surgeon paid his full attention to control bleeding instead to study the staple formation. Unknown how case was completed.

Manufacturer narrative:
Date sent: 03/02/2009. Information anticipated, but unavailable at this time.